Event description:
It was reported via repair work order that the head end of the cot dropped down. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Third party evaluation.

Event description:
It was reported via repair work order that the head end of the cot dropped down. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The alleged inspection found that there was no defect with the cot, and that the cot drop issue could be due to a customer handling (use) issue. The issue was resolved for the customer by providing the customer with information on how to properly operate the cot.